Manufacturer narrative:
(B)(4)

Event description:
Customer reported a retained pillcam capsule with episodes of pain. The patient underwent a (B)(6) study on (B)(6) 2011. Prior to pillcam procedure, the patient was given a patency capsule in (B)(6) 2011. The patency capsule was excreted naturally. The pillcam procedure followed and the capsule was never excreted. Physician diagnosed the patient with crohn's disease and was prescribed medication. Over the next few years x-rays were taken, verifying the capsule remained inside the body. In 2016 the patient began having severe diarrhea and had a colonoscopy. Patient was diagnosed with cholangitis and began steroids. Cramping and vomiting continued. Imaging has showed what appears to be fragments of the capsule in the bowel. Administration of steroids in attempt to relieve stricture and facilitate passage of the capsule has not been effective. Physician has a CT scan planned to determine the location of the capsule pieces. No further information available at this time.